Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the left eye (os) at 1 day post op exam. The patient complained about pain and blurry vision on the left eye. The brief description from the surgery center noted a slipped flap and striae on the left eye. The flap was stretched and repositioned to resolve reported event. Post op vasc from (B)(6) 2015 was 20/25 od, 20/30 os. Post op vasc from (B)(6) 2025 was 20/20 od, 20/25 os.